Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Prior to the case the mics malfunctioned. The mics was exchanged with a replacement, which then also malfunctioned. The mics was exchanged for a third replacement motor which then also malfunctioned and a fourth replacement was used for the case. The case was then completed successfully.

Manufacturer narrative:
Reported event: it was reported that a mics handpiece was not working. A backup instrument was used and there was no case delay or patient harm. Device evaluation and results: visual inspection: visual inspection shows the collar does not fully open. The red line shown at the open position does not appear as large as on known functional mics handpieces. Dimensional inspection: dimensional inspection was not completed visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection shows the reaming attachment (p/n 204980) does not assemble into the mics handpiece. Rotating the collar does not disengage the ball bearings enough to allow the reamer attachment to fit into the opening. Manually pulling the collar disengages the ball enough to allow the reaming attachment to fit. The collar must be manually pulled open to allow the reaming attachment to disengage from the handpiece. The handpiece motor and electronics function as intended. Device history review: review of the device history records indicate (B)(4) devices were manufactured under lot k0672 on 10/31/15 and 24 parts (including this unit s/n (B)(4)) met specification by stryker on 11/12/2015. Complaint history review: a review of complaints related to p/n 209063 shows 8 other complaint related to the failure in this investigation. The complaint investigations are: 1015969, 1090556, 1158547, 1167076,1186588, 1199100, 1211299, 1236564. Currently no quarterly trend request has been issues for p/n 209063 and device complaint tracking will be completed through quarterly trend request #900 conclusions: the collar has roller bearings that translate rotational movement to linear translation which provides the opening for the reaming attachment. Wearing of balls within the roller bearing can prevent proper linear translation of the collar when rotated to the open position. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). Prior to the case the mics malfunctioned. The mics was exchanged with a replacement, which then also malfunctioned. The mics was exchanged for a third replacement motor which then also malfunctioned and a fourth replacement was used for the case. The case was then completed successfully.